Event description:
It was reported that the ventilator generated technical error codes indicating communication error. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer. The pneumatic back-plane pc board was replaced and returned for investigation. Visual inspection found signs of liquid/moisture on the returned pc board. The reported communication errors could be duplicated when the pc board was tested in a reference ventilator. Provided device logs confirmed the reported communication errors. The root cause of the reported communication errors was liquid/corrosive substance on the returned pc board. Pc boards can cause failure/short circuits, which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.

Event description:
Manufacturer's ref #: (B)(4).